Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt clearvue catheter kit was returned for evaluation. An initial visual observation showed use residue on the catheter within the returned kit, and a split was found in the catheter tubing at the 45 cm depth marker. A microscopic observation revealed a diagonal split in the catheter tubing. The fracture surfaces were observed to be uneven but mostly smooth and granular in texture. Indentations were observed in the catheter material leading into the corners of the split, and while no additional damage was observed on the interior of the catheter tubing, indentations were also observed leading into the corners of the split on the inner wall of the catheter. While the exact cause of the observed damage in the catheter tubing could not be determined, possible causes include stylet damage, instrument damage, and compression of the catheter with the stiffening stylet inlaid within the catheter tubing. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that the operator pre-flushed the catheter to inspect it for integrity and found that the catheter had sand holes. The assistant helped the operator to replace the catheter and a new catheter was inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the operator pre-flushed the catheter to inspect it for integrity and found that the catheter had sand holes. The assistant helped the operator to replace the catheter and a new catheter was inserted.